Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found; distal segment was returned.

Event description:
It was reported the lead was explanted and replaced due to 'possible malfunction or defect'. No patient complications were reported as a result of this event.